Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker verified the issue and observed an error indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated this event: h6 results code grid and conclusion code grid have been updated.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the event code was logged in the device's memory. Stryker removed, reinstalled and re-secured all internal assemblies to factory specifications and performed unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker verified the issue and observed an error indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient use associated with the reported event.